Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as remaining longevity had decreased from two years to eleven months over the past six months. The patient will be followed again in three months. A boston scientific technical services discussed and documented the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as remaining longevity had decreased from two years to eleven months over the past six months. The patient will be followed again in three months. A boston scientific technical services discussed and documented the reported clinical observations. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.